Event description:
It was reported that during a code, the crew attempted to turn the device on, but it would not power up. The pt did regain consciousness.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.